Manufacturer narrative:
Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4), UDI#: (B)(4). No PMA / 510(k) number because this event occurred on a system that is similar to one that is marketed in the united states. A medtronic representative went to the site to test the equipment. The psu was replaced. The system then passed the system checkout and was found to be fully functional. The psu was returned to the manufacturer for analysis. Analysis found the returned psu would not power up on the test bench. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. Noise was heard from the system speaker after start-up. The noise persisted following system reboot. Since the noise was not loud, the speaker was used. Replacement of the position sensor unit (psu) resolved the issue.